Manufacturer narrative:
Analysis confirmed that following the hardware reset procedure performed on (B)(6) 2018, the estimation of the residual longevity displayed by the programmer was corrected.

Event description:
Reportedly, the battery voltage and the estimated residual longevity of the subject ICD were lower than expected on (B)(6) 2017 (the implantation day), and on (B)(6) 2017.preliminary analysis results revealed the presence of overconsumption that was most likely triggered by an esd (electrostatic discharge) when the device was still in its box. The overconsumption was stopped by device programming on (B)(6) 2017.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the battery voltage and the estimated residual longevity of the subject ICD were lower than expected on (B)(6) 2017 (the implantation day), and on (B)(6) 2017. Preliminary analysis results revealed the presence of overconsumption that was most likely triggered by an esd (electrostatic discharge) when the device was still in its box. The overconsumption was stopped by device programming on (B)(6) 2017.

Manufacturer narrative:
Reportedly, the hardware reset procedure was successfully performed on (B)(6) 2018.

Event description:
Reportedly, the battery voltage and the estimated residual longevity of the subject ICD were lower than expected on (B)(6) 2017 (the implantation day), and on (B)(6) 2017. Preliminary analysis results revealed the presence of overconsumption that was most likely triggered by an esd (electrostatic discharge) when the device was still in its box. The overconsumption was stopped by device programming on (B)(6) 2017.

Event description:
Reportedly, the battery voltage and the estimated residual longevity of the subject ICD were lower than expected on (B)(6) 2017 (the implantation day), and on (B)(6) 2017. Preliminary analysis results revealed the presence of overconsumption that was most likely triggered by an esd (electrostatic discharge) when the device was still in its box. The overconsumption was stopped by device programming on (B)(6) 2017.